Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+3/94 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was explanted due to lens tear/beak during injection into the eye. The customer stated that he thought the inadequately hydrated foam tip in bss is contributing factor to the lens tear. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign materials on lens surface (clear residue) and lens was returned in a curved shape. Work order search: no similar complaints were reported for units within the same lot. (B)(4).